Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples are too narrow and too high, the edges of the scars are not closed properly, resulting in very noticeable scars (not looking nice). Several patients experienced scar openings. The intern had to use stitches under local anesthesia on one patient. All c-section scars were closed with separate stitches. Consequences: decision to suture the skin with threads sutures".

Manufacturer narrative:
(B)(4) the customer returned one unopened representative unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed packaging damage on the device. The customer was contacted and stated they did not observe any packaging damage before they shipped the sample. The staples appeared properly aligned in the device. The stapler was received with 41 staples cartridge. The reported complaint of "misfire/jamming - misaligned staples" could not be confirmed based upon the sample received. The customer returned one unopened representative unit of 528235 visistat 35w 6/box for investigation. Packaging damage was observed, but the customer did not observe the damage prior to shipment. The staples in the cover block appeared properly aligned. The returned stapler was able to form and release all remaining staples in the cover block individually without re-opening. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will conti nue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staples are too narrow and too high, the edges of the scars are not closed properly, resulting in very noticeable scars (not looking nice). Several patients experienced scar openings. The intern had to use stitches under local anesthesia on one patient. All c-section scars were closed with separate stitches. Consequences: decision to suture the skin with threads sutures".